Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio examined the customer's device and removed the system pcb assembly for further analysis.   Physio determined that the cause of the reported issue was a thermally sensitive crystal, designator y1, on single board computer (sbc) which is located on the system pcb assembly.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle.  The device's display would flash, as though it's trying to power on, but would never power on.  There was no patient use associated with the reported event.